Event description:
An ophthalmic surgeon reported that the tip of a backflush device detached during a procedure. The device was located in the pt's eye several days after the procedure had been completed. There was no known pt harm reported. Additional information has been requested.

Manufacturer narrative:
A sample has been received by manufacturing that is pending evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to the manufacturer's acceptance criteria. A 100 percent final inspection is performed for this product. A root cause has not yet been identified. The root cause will be stated when the sample has been analyzed. Additional information has been requested. (B)(4).